Event description:
After 1 1/2 hour abdominal hysterectomy the pt (still under anesthesia) was returned to supine position after being in trendelennnberg for 1-1/2 hrs. The pt became very difficult to ventilate - after checking all devices on anesthesia machine and circuits, the pt was placed on ambu bag and hand ventilated at which time the 02 saturation returned to 94% (after dropping down to 70%). Ventilation continued to be difficult - et tube was removed and replaced - ventilation became easy - 02 sat. Remained elevaaated or normal. The et tube which was removed was noted to have a "herniation" on the side of the cuff in the direction of the side of the cuff in the direction of the side hole of the et tube.